Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There were scratches on the surface of the ultrasonic probe. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There was not enough adhesive in the screw holes on the tip cover. There were scratches on the objective lens, tube cover, and switch box. The paint on the air / water supply cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported a scratch on the ultrasonic transducer (probe) on the evis lucera ultrasound gastrovideoscope. No patient harm reported. During the evaluation of the device, it was noted the adhesive was peeling off the distal end. This report is to capture the reportable malfunction of the adhesive was peeling off the distal end noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Report source: checked "foreign" and "other" to add the country japan. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling off the distal end likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "cracks, dents, bulges, edges, scratches, protrusions of metal wires from the inside, protrusions, slacks, deformations, bends, foreign matter adhesion, parts falling off, etc. On the outer surface of the entire length of the insertion part including curved parts and tips. Visually check that there are no abnormalities in." Olympus will continue to monitor field performance for this device.